Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead exhibited noise, possibly from a fracture due to clavicular crush. The lead was explanted and replaced. The lead was discarded by the hospital.